Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information: additional information received 24-apr-21 as follows: what was the target location for the stent? Cbd. Clearly written in the compliant report. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Clearly written in the compliant report. (B)(4). 4. Was the wire guide lubricated prior to use? N/a, yes, no. 5. Was the wire guide inspected for damage prior to use? N/a, yes, no. 6. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, y es, no. 10. If not with the device in question, how was the procedure finished? Clearly written in the compliant report. They used the new one. New zso-7-9. 14. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no. If yes, please detail any other defects observed. Initial report details; the doctor wanted to insert the zso-7-9 in the cbd. So the nurse prepared the zso-7-9, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso, it was impossible, so they used the new one. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation the zso-7-9 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-9 devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends, breaks. If an abnormality is detected that would prohibit proper working conditions, do not use¿. Also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. A definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-9 in the cbd. So the nurse prepared the zso-7-9, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso, it was impossible, so they used the new one.did any section of the device remain inside the patient body? Nodid the patient require any additional procedures due to this occurrence? Nodid the product cause or contribute to the need for additional procedure(s)? Nowere there any adverse effects on the patient due to this occurrence? Nodid the product cause or contribute to the adverse effect(s)? No